Event description:
The doctor reported that during the treatment the laser stops at 44% and they could not continue with the treatment. The following treatments were finished correctly. Additional information has been requested and received.

Manufacturer narrative:
Additional information provided. Evaluation summary: logfiles review shows the treatment was interrupted at 44%, related to the system message. The user could have continued the treatment by pressing the ok key. However, the treatment was aborted after 9 minutes waiting time. The user had performed 17 treatments to 100% before the reported event on this day. The user had conducted the energy check at the start of the day before the first treatment, and the next time after the suspect treatment. The user is advised when to perform an energy check, refer to excerpt of user manual : the external energy check is performed when the laser console is started after warming up of the laser console and before each treatment. After the interrupted treatment and two energy checks, the user completed five treatments to 100% without issue. At the visit on site of a field service engineer (=fse) found the device works as intended. During the 11 testing laser procedures, which the fse performed, everything was performed well, without any error message or interruption. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The most likely root cause is the user not following the instructions for use regarding energy check before each treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).